Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that their remote communicator displayed a red call doctor icon. The patient was not sure if the icon for red, yellow or orange. The patient was then seen in clinic and upon checking all was fine. However, there were concerns that the communicator was displaying strange light behavior. The patient will be calling the health care professional (hcp) for further communication connection. At this time, this device remains in service and there were no adverse patient effects reported.